Event description:
On (B)(6) 2011, pt reported elevated blood glucose over the past 1.5 weeks while using a new type of infusion set. Blood glucose has elevated as high as 300 mg/dl and target blood glucose is 120 mg/dl. Pt exercised more to decrease blood glucose. When pt removed the infusion headset, the puncture hole was larger than it normally is and the site hurt. Insulin also leaked on the infusion set adhesive. Pt did receive an error message on the infusion device, but she cannot remember which one. The infusion cannula was not bent or kinked when it was removed. Pt has been ill over the past month with severe dizziness, and her doctor believes it might be vertigo. Pt also has sinus concerns and glaucoma. Alleged infusion set was discarded and will not be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.